Manufacturer narrative:
Upgrade planned; no immediate fix documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that host pc stuck at bsod; system failed to start on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.